Event description:
It was reported that occlusion alarms occurred. The customer's continuous glucose monitor read ¿high.¿ specific blood glucose value was unknown. The customer administered a correction injection via multiple daily injections to address the high bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.